Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse indicated the leak was due to the tubing to the blood sampling valve (bsv) disconnected at the blood detector. The customer replaced the tubing prior to the fse's arrival. However, the fse verified the tubing is secured and no leaks were observed. The fse checked for inactive pinch valve actuator and broken pinch valve; cleaned the blood sampling valve (bsv) and white blood cell (wbc) bath; and performed hemoglobin (hgb) voltage checks and replaced diluent as preventative measure. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported clear liquid leaked from the coulter lh 500 hematology analyzer onto the counter while performing startup. The volume of the leak is unknown. The customer stated the hemoglobin (hgb) background was also failing. There was no reported exposure to mucous membranes or open wounds. The customer was wearing the personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.